Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing.

Event description:
The customer reported via phone call that they received a motor error alarm during prime. The customer's blood glucose was unknown at the time of incident. The customer stated that they were able to rewind the insulin pump but the motor error continued to alarm. The insulin pump was returned for analysis.